Event description:
The following has been reported: biomed reported : screen is unresponsive no patient involvement, and no active infusion. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touch screen input failure. Upon testing, the touch screen was non responsive. However, there was evidence of a drop(s) as the rear housing has a chunk missing, which was missed at our provisioning station, and there is damage to the handle screw mounts and the front housing screw mounts as well. This large impact knocked the touch input cable loose. Re-seating this cable restored functionality.